Event description:
Rep reports that there was no flow. Patient heard a pop. Rep reported that the doctor cut the housing.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.